Event description:
It was reported that the doctor immediately performed endotracheal intubation on the patient with acute respiratory failure and connected to a ventilator for assisted ventilation. During the procedure, the cuff of the endotracheal tube leaked air, resulting in insufficient ventilation for a short time that prompted immediate replacement with a new disposable medical endotracheal tube.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (9570e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.